Event description:
In early 2008, the pt reported that on two days earlier, he noticed the outer tubing of his infusion set was beginning to separate from the luer connection. He was able to change his infusion tubing 2-3 hrs later. His blood glucose was not affected. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.